Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual analysis of the returned percuflex¿ plus ureteral stent revealed that the stent broke at the middle section. The evaluation revealed that the stent was broken. It is most likely that when the package is still closed the defects noted may appear due to some aspect of shipping/handling/ storage of the device. However, the failure reported was found during preparation/ outside the patient. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (stent broken).the defect found is consistent with one caused due to some handling aspect, possibly when the device was being pulled out of tray; excess of force may cause damage, deformities or device break . Additionally, during manufacturing process, units are inspected to ensure that all finished devices meet specifications however, there is no control in how devices are handled in the field. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was planned to be used during a ureteroscopy lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the stent tip was found broken. The procedure was completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was broken at the middle section.